Event description:
Both sion wires got stuck in corsair pro microcatheter. Fragment came off while in patient and unable to remove, had to stop procedure and stent across.

Event description:
Both sion wires got stuck in corsair pro microcatheter. Fragment came off while in patient and unable to remove, had to stop procedure and stent across.

Event description:
Both sion wires got stuck in corsair pro microcatheter. Fragment came off while in patient and unable to remove, had to stop procedure and stent across.